Event description:
It was reported that the electrosurgical generator had an error code of e433. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, error message (e433) was caused by a defective generator board. Olympus will continue to monitor field performance for this device.